Event description:
New information received notes the patient's left ventricular lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure there were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's left ventricular (lv) lead presented with loss of capture. The lv lead pacing capture was in the atrium, resulting in phrenic nerve stimulation. The patient experienced pacemaker syndrome, in the form of dizziness, palpitations, and sweating. The lv lead was programmed off and further intervention was discussed but not reported. The patient was stable.